Manufacturer narrative:
The lens was not implanted and therefore not explanted. (B)(6). Device evaluation: the preloaded delivery system was returned at the manufacturer for evaluation. Visual inspection at 10x microscope magnification showed residues of what appears to be viscoelastics in the cartridge. The intraocular lens (iol) was observed stuck at the cartridge tip. The cartridge's tip was observed deformed. The pushrod deformed the cartridge's tip since the lens got stuck. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the nurse was trained the day before on pcb00 loading, however when the surgeon looked at the tip of the preloaded delivery system, model pcb00, there appeared to be a bulge on the cartridge's tip that was not seen before. No patient contact reported. The surgeon chose not to use the device and implanted a non-preloaded amo lens, model zcb00. No further information was provided.